Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the device found it was returned fully clip-deployed with all external and internal components in appropriate post clip-deployment position. Clip tines marks were observed on the carrier tube, indicating that the clip was originally loaded on the tube and fired off the device during use. There were no abnormal observations or damages that could prevent the clip from being fully delivered to the arterial surface to close the vessel as the locator wings were fully collapsed and sheath was fully slit. However, because the clip was not returned, the reported product experience could not be confirmed. Contributing factors for the reported experience can be influenced by, but not limited to a number of things; manufacturing deficiencies; incorrect technique and anatomical condition as: scarred artery, as reported or patients movements during the procedure could contribute to the clip being off-targeted and unable to close the vessel when fired; however, this could not be confirmed. Based on the investigation findings, the device performed as intended. The probable cause for the reported product experience could not be determined. Overall, there does not appear to be any indication of a lot specific product quality deficiency. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. There were no manufacturing or quality deficiencies detected that could have contributed to the failure mode of this device.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the scarred common femoral artery after an interventional procedure. Reportedly, the clip of the starclose se device failed to achieve hemostasis. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch; it was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the scarred common femoral artery after an interventional procedure.